Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported patient had a fall and landed on his backside/ins on (B)(6) 2019. Patient reported that he tried to connect to ins after but could not. Patient was trying to connect and after 5 times was able to pair. Patient repositioned controller multiple times over ins but was not able to connect. Patient stated he has not had much sensation since the fall so he does not know if he was placing it correctly. No further complications were reported.